Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a cut in the tubing. A functional clear passage test was performed with no issues noted. Leak testing failed due to the leak from the cut in the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line extension set had a hole. This was noticed during set up of the device for peritoneal dialysis therapy. The patient started over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.